Event description:
Caller indicated the relion prime meter is giving high readings. Caller went to hospital on (B)(6) 2013 due to meter reading. Prime meter read 400 and his other meter read about 200. He did not want to take a chance so he went to the hospital and his glucose was about 200. No symptoms mentioned and no treatment given. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips involved in the incident were tested recently and performed to specification. Customer did not return product.